Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported feeling tired and dizzy and self-presented to a hospital. A healthcare professional obtained a reading of 520 mg/dl and diagnosed her with hyperglycemia. Customer was administered tresiba, novolog, and coreg (beta-blocker) as treatment. There was no report of death or permanent injury associated with this event.